Manufacturer narrative:
Corrected patient weight.

Event description:
Additional information was obtained, revealing that the lead was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Manufacturer narrative:
Correction: section b1: type of report / b1: product problem was not checked off in the previous report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's scs system was auto reducing. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h6: the medical device problem code should have been 1291-high impedance rather than1211 - failure to deliver energy.